Event description:
The customer reported that corrective maintenance is needed regarding the main loudspeaker. No patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer requested that the main loudspeaker assembly be replaced. The reason for replacement is unknown. The investigation revealed that there was sound from the speaker. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Customer contacted remote services to report the issue. A quote was issued for the part and labor. A main speaker assembly was sent to the customer. Field service engineer (fse) went onsite. Customer has multiple parts that need replacing for this serial number and they want to wait for all parts to arrive prior to repair of the unit. Fse signed a statement stating that the unit was not ready for return to use and no parts were replaced. They did not repair the unit as they were waiting for the power supply to be delivered. Fse is to replace the power assembly, paper sensor assembly, cbl loudspeaker assembly and the stepper motor assembly. Per second good faith effort, customer refused replacing the power assembly, therefore, the repairs could not be carried out and no testing could occur. As no testing could occur, this is being considered a cause unknown.